Event description:
On (B) (6) 2010, the stent migrated after placement, it was noted to be embedded to the wall of the stomach. On (B) (6) 2010, the stent was removed. A double channel scope was used and two rnt tooth forceps grabbed each end of the stent and pulled it away from the wall of the stomach. A snare was used to capture and remove the stent from the body. The stent removal was successful and no further treatment was required.

Manufacturer narrative:
The esophageal stent involved in this report was not returned for eval; therefore, the reported occurrence could not be confirmed. Due to a variety of conditions, such as pt anatomy and progression of disease state the cause of the complaint cannot be conclusively determined. The exact part# and the lot# of the device involved in this complaint were not provided. As the lot# was not provided, therefore it is not possible to establish if there were any devices from the affected lot # in stock at the time of the complaint investigation. A review of the mfg records for the device involved in this complaint could not be reviewed as the part # and lot # were not provided. A full investigation could not be performed as the esophageal stent was not returned for eval. The instructions for use (ifu0036) state "the stent is not intended to be removed and considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa". In this case, the stent was removed successfully with a snare and the pt required no further treatment. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the 2-yr complaint history for this product family was conducted. This type of report represents as unusual occurrence.